Event description:
The pt reported that her blood glucose reached 28 mg/dl so she consumed 16 glucose tablets, her bg was reading 68 mg/dl and within 15 minutes later it measured 43 mg/dl. She went to the emergency room and upon arrival they were going to place her on an intravenous therapy of fluids but she declined the treatment because her feet were swollen so they gave her zofrin for nausea. She was in the hospital for 5 hours before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.